Event description:
ICD device explanted due to infection. In attempting to remove atrial lead: appropriate counterclockwise turns were performed on lead in order to retract helix. Radiopaque markers suggested helix has not retracted, however, lead freed spontaneously - on direct observation, helix found to be fully retracted.